Manufacturer narrative:
Final analysis revealed no significant anomaly. The battery was not in new condition.

Event description:
It was reported the patient had and undesirable change in stimulation. The patient had a strange and intermittent sensation at the pocket site and it was also noted as possibly a feeling of stimulation at the pocket site. There were no diagnostics or troubleshooting done as the information was reported while the subject was being prepped for their stimulator replacement. Intervention included replacing the lead and stimulator. It was noted the stimulator was replaced due to low battery being discovered at annual visit. At the time of low battery report the patient had not been experiencing any signs or symptoms. The lead was noted as a possible issue for early battery depletion, however the reason for removal was noted as normal battery depletion. The visit voltage levels were high 5-7 volts when typically 1-4 volts. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v238365, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID neu_unknown_ext, serial# unknown, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.